Event description:
The patient had an infection which was believed to be pneumonia. They wanted to take a csf (cerebrospinal fluid) sample to rule out meningitis. They did not believe that the infection was related to the device, but wanted to know if accessing the cap (catheter access port) to get a csf sample might increase the chances of infecting the system. The device system was delivering baclofen. The patient symptoms, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).